Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted whent the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported, that they observed an error 4 message displayed on their freestyle flash blood glucose monitor. The customer also observed the low battery and booklet icons. There was no report that any of the settings stored in the meter changed. The meter is exhibiting signs of the memory overwrite malfunction. There is no report of death, serious injury or mistreatment associated with this event.